Event description:
The customer received a blood glucose reading on the contour next link that was 60mg/dl higher than his test on the hospital meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips were sent to the customer